Event description:
The device was used during a lobectomy procedure. Reportedly, the device would not release after firing. The surgeon resected additional tissue to remove the instrument. The surgeon manually sutured to complete the procedure.